Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Corrected data: updated device manufacture date.

Manufacturer narrative:
Reference CAPA-20-0014.

Manufacturer narrative:
(B)(4). Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. In this case, the patient required intervention due to perivalvular leak after an implant duration of 13 days. There was no reported malfunction of the device. The explanted 23mm valve was replaced with a larger valve (25mm) successfully. The root cause of this event was most likely due to procedural related factors. Attempts has been made to obtain the product; however, the subject device was not returned for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 23mm pericardial aortic valve was explanted after an implant duration of 13 days due to paravalvular leak. The explanted valve was replaced with a 25mm 3300tfx pericardial aortic valve. Per the medical records, the native aortic leaflets were excised and the annulus was debrided of any calcification. A 23mm 2800tfx was chosen, sutures were placed circumferentially around the annulus and through the sewing ring. The sewing ring seated well, sutures were tied and cut. The heart was dispelled of air. The cross-clamp was removed and the heart regained sinus rhythm. The patient was weaned from bypass without difficulty. Blood pressure was 110/70. Protamine was administered. Tee showed excellent lv and valve function. The patient tolerated the procedure well and was transferred to the ICU in stable condition. On pod #12, an attempt was made at percutaneous closure of an aortic bioprosthetic paravalvular leak with an amplatz device. Selective angiography of the aortic root by injection of contrast though the amplatz left #2 placed into the noncoronary sinus showed severe aortic regurgitation, paravalvular leak. This was corresponding to simultaneous imaging by tee that showed bubbles crossing around the bicuspid aortic valve with paravalvular leak primarily within the noncoronary sinus. The attempt was unsuccessful, as such, the patient was referred for a redo valve surgery. On pod #13, the redo avr procedure was performed. The aortotomy was created and it was clear that the noncoronary aspect of the valve was riding up the annulus, which was the source of the paravalvular leak. The 23mm 2800tfx valve was explanted. The annulus was sized with a magna ease sizer and found to be 25mm. A 25mm 3300tfx aortic valve was implanted in replacement. The valve was examined and found to be in excellent position. The patient easily weaned from bypass. Protamine was administered. The patient was discharged to a skilled nursing facility on pod #21 in stable condition.